Event description:
It was reported that bd insyte autog bc wing catheter is frayed. The following information was provided by the initial reporter: cath would not deploy. Add info received 1st customer response are you able to provide additional information of the reported issue? N.a what is meant by ¿catheter would not deploy¿? My IV nurse was able to get into the vein, but when she tried to thread the catheter off the needle it would not advance into the vein. She said that it was like it was frayed. Did the needle fail to retract? She did not attempt to deploy the needle. The cath did not thread off. Did the catheter appear adhered to the needle or needle cover? She was not sure. . . . What does the cath tip look like, is it frayed? Were they able to pierce the skin but not thread the catheter? - as you can see there was blood in the chamber, therefore, she was in the vein. She said it was a good stick, but a defective needle/cath what is the patient outcome? Are there any adverse events/serious injuries? - they had to be stuck again, but no damage to the pt. Was there a delay of, or change in, the course of treatment due to the event? - pt required 2 sticks versus 1 stick what type of procedure is being performed? - restart of piv what was the medication/fluid in use at the time of the event? - no. Hopefully this helps.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.